Manufacturer narrative:
The customer reported that the AED will not power on, the asi is flashing green, and the device is displaying a service code warning for 'battery current (mv)' which may indicate cycles of incomplete self-tests due to a depleting battery. The maintenance schedule is reported as unknown,both the AED pads and battery pack were expired with the battery expiration date of november 2023 and the pads expiration date of may 2024. Trouble shooting with the customer: a new battery pack was installed, the service code warning was cleared with a manual self-test, and the asi is flashing green. The AED is ok to remain in service. The device is past the warranty expiration date, referred to distributor for replacement. Advised the customer to replace the battery, the pads, and discussed proper maintenance. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and the asi is flashing green. The customer did not report that this event occurred during patient use.